Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 20, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced seroma at the implant site post operatively. Subsequently, the surgeon aspirated the fluid on (B)(6) 2016.